Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During a follow up, loss of capture was noted with the left ventricular lead. No issue was noted with the lead on x-ray. A lead revision is anticipated and the patient condition is good.